Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil was released in an unintended location. The target lesion was located in the right renal artery. A 2/3mm x 2.3cm interlock was selected for embolization. During the procedure, the coil became stuck in a 0.021 direxion. When the physician tried to push the coil, it released inside the renal artery in a different branch. The coil was removed using a non bsc catheter loop. The procedure was completed with another of the same device. Normal vessel flow was noted and no further patient complications were reported. Patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the introducer sheath and pusher wire were returned for analysis. Visual inspection was performed. The introducer sheath was inspected and no defect was noted. The twist lock of the introducer sheath had been opened. The pusher wire was inspected and the distal tip of the pusher wire was found to be kinked. Microscopic inspection was also performed. The interlocking arm of the pusher wire was inspected and no damage was noted. The dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was maintained during the procedure. Please note that the dfu states "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device." (B)(4).

Event description:
It was reported that the coil was released in an unintended location. The target lesion was located in the right renal artery. A 2/3mm x 2.3cm interlock¿ was selected for embolization. During the procedure, the coil became stuck in a 0.021 direxion. When the physician tried to push the coil, it released inside the renal artery in a different branch. The coil was removed using a non bsc catheter loop. The procedure was completed with another of the same device. Normal vessel flow was noted and no further patient complications were reported. Patient's status was stable.